Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No unexpected restart or constant audio alarms were noted. No unexpected restart alarm was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked lcd keypad connector during visual inspection noted. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's most recent blood glucose was 444 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.